Event description:
Related manufacturer reference number: 2017865-2023-24304 it was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular and left ventricular leads were responsible for non-sustained right ventricular oversensing (nsrvo) alerts received for intermittent loss of ventricular capture resulting from increased capture thresholds. Programming changes were implemented. The patient was in stable condition.